Event description:
Bsc crm received information that this right ventricular lead experienced perforation during the implant procedure for this lead. The physician was attempting a second position during implant and perforated the rv. The implanting physician is a cardiovascular surgeon and was therefore able to surgically manage the event. The physician was using a soft stylet. The pt is very thin and had a very thin walled heart.